Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support appeared to resolve the issue and service was not initiated. The customer found a loose fitting which attaches tubing to reagent probe b; the customer tightened the fitting to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that their unicel dxc 660i synchron access clinical system generated "cuvette not dry" errors. Troubleshooting, with the assistance of technical support, revealed that reagent probe b tubing was loose at the top of the probe and fluid leaked from the probe into the drip tray below. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.